Event description:
It was reported that the patient was hospitalized for infection post pump change. As of (B)(6) 2012, the patient was hospitalized on antibiotics, and being evaluated for a pump explant. The infection presented post-operatively in the pump pocket, following the pump change surgery which occurred on (B)(6) 2012. The symptom reported in association with infection was fever. The medication in the pump was infumorph. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had the pump explanted due to infection. The patient's nursing home residence contacted the healthcare provider (hcp) and described redness around the pump. The patient then was directed to the emergency room on (B)(6) 2012 for evaluation, and the pump system was subsequently explanted on (B)(6) 2012 due to infection. Reporter stated that as a result of the event the device was capped/abandoned/partially removed, therefore it was unclear if the entire catheter was removed, or if left partially implanted. Information later received indicated both pump and catheter were removed. Organism cultures were obtained intraoperatively, however results were not provided. It was noted that the patient has had many other infections which delayed her (B)(6) 2012 pump replacement 5 times. The pump and catheter were not replaced following the (B)(6) 2012 removal. Patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012 (B)(6), product type catheter.: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomaly found. Analysis of the catheters revealed no significant anomaly found. The catheters were returned in segments.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.